Event description:
Crd canister filled to top and into the suction tubing/handle. Customer claimed fluid continued to draw into container up and thru the lid and into the tubing/handle. Customer did not shut-off suction and attempted to remove suction tubing which caused fluid to shoot out and into the face of one of the members of the operating room team. No report of injury. Additionally, customer stated that the patient¿s blood was drawn to test for hiv, hepatitis b and hepatitis c. The member of the operating room team that was splashed in the face is not a staff member. She is an independent professional member. She washed her face and eyes, but refused a blood draw.

Manufacturer narrative:
Two lid/ringer liner subassembly samples were received for evaluation. No lot number was provided by the customer; therefore, a review of the manufacturing device history record could not be performed. However, the lids were identified with a date code of 12-12 and 02-13, cavity # 7 and #5. The liners were identified with cavity c and g. A visual examination of the lids and plastic porous valve filter was completed by quality and engineering management. No visual non-conformances were noted with the lid and the filter appeared to be in proper position. The subassembly units were tested by our laboratory personnel for high vacuum liquid level shut off. The units shut off as intended with no leakage noted. In addition to the investigation at our facility, the reported concern was investigated at the reporting hospital by the sales representative. During the investigation with the sales representative and staff members at the reporting hospital, it was noticed that the main problem was with the crd canister being used with a linvatec shaver/irrigator. The system has a pump in the handle that increases the fluid flow and allows very little air in the system. With the excessive amount of pressure being built up in the canister liner without adequate air inflow, there is the risk of reflux. The investigation revealed that the reported concern was potentially attributed to how the customer was using the device. The returned samples received at our facility functioned as intended. To correct and prevent similar issues, the hospital personnel were retrained on the process for set up and shutdown for the crd¿ single-canisters. Also, a copy of the crd single-canister set up and shutdown process was sent to the customer to ensure they have it on file and that it is available for reference in the future.